Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine and baclofen both at an unknown doses and concentrations via an implantable infusion pump for non-malignant pain, failed back surgery syndrome, and joint pain/arthritis. It was reported that one of the patient's earlier pumps had slowed down as it got closer to its end of life. No symptoms were reported. No further complications were reported.